Manufacturer narrative:
Additional information: b1, b2, b5, d7, h1, h10. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the lv lead was explanted and replaced. The patient's condition was stable before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, loss of pacing was observed on the left ventricular (lv) lead. Upon chest x-ray, lv lead dislodgement into the superior vena cava (svc) was confirmed. Programming change was made. Lead repositioning was mentioned. The patient was asymptomatic and stable.

Manufacturer narrative:
Additional information: d10: analysis was normal. No anomalies were found.